Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged pneumonia and sinus. No medical intervention was required by the patient. The device was returned to a third party service center for investigation. External examination of the unit found damaged buttons on upper enclosure .no other contamination was observed in the device. The device was powered on and is functional .the device's downloaded event log was reviewed by the third party service center and 0 errors were logged. The manufacturer confirmed the third party service center found evidence of sound abatement foam degradation.

Manufacturer narrative:
In the previous MDR 2518422-2023-02028 few fields were corrected and changes made as follows: a device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging pneumonia and sinus. No medical intervention was required by the patient. There is no allegation of serious or permanent harm or injury. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The device's downloaded logs were reviewed by the manufacturer. There was 1 error code found. The third-party service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation and unit got scrapped. Evaluation method code, evaluation results code and conclusion code grid has been updated.